Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (60 mg/ml at 9.88 mg/ml) and bupivacaine (10mg/ml at 1.648 mg/ml) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that an x-ray was completed and it was noticed that the catheter was coiled up. The catheter was explanted and replaced.